Event description:
Site reported they had trouble loading the planning file on the system console. The superdimension portion of the case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
CT scan has been requested from the site for evaluation but has not been received to date. Superdimension is filling this MDR out of an abundance of caution due to the risks associated with multiple exposures to general anesthesia.